Event description:
It was reported that the atrial lead showed chronic noise and oversensing, which was reproducible with pocket manipulation. There were no signs of failure on the analyzer. At the time of revision, the atrial pin was found to be secure in the port and fully seated, with no sign of a loose setscrew or recessed pin. The lead was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached depression; full lead returned and analyzed.